Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient's symptom was increased baseline pain. The pain started after a revision a "few months back." The pump is allegedly "repeatedly flipping." A dye study was performed and both the pump and catheter were "okay." The drug in the pump at the time of the event was hydromorphone. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.